Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: a result in the "8.0's mmol/l" and a result in the "2.0's mmol/l". No adverse event reported. Return of the suspect device was requested for evaluation.